Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing headache, congestion, and eye irritation while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Product investigation lab confirms sound abatement foam degradation/breakdown in the returned materials. Visual inspection confirmed positive deposit of foam particulate evidence of previous water ingress, dried white residue indicative of hard water stains, was also visually observed. The manufacturer was unable to address the alleged patient complaints. The manufacturer confirmed evidence of sound abatement foam degradation.